Event description:
Additional information received after initial submission on 03/28/2024: information for only one sheath has been provided by the site. The event was discovered when the patient developed acute abdominal pain and a CT scan was performed. The patient spontaneously recovered after a few hours. No delay in the procedure was reported. The event outcome is resolved.

Manufacturer narrative:
The following sections were updated in follow-up 1. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. Based on the information provided by the supporting documentation, the patient experienced acute abdominal pain and pneumoperitoneum. It was further reported that "air insertion through the substernal low incision and the introducer" was suspected. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during an implant procedure the patient experienced acute abdominal pain and pneumoperitoneum, which was observed via computerized tomography (CT) scan. The patient's hospitalisation period was extended. An x-ray approximately two days later showed amelioration of the pneumoperitoneum. The introducer sheath was removed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. 11/09/2023: it was further reported that "air insertion through the substernal low incision and the introducer" was suspected. 11/20/2023: it was further reported that the second attempt was successful. Product returned to mdt.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.